Event description:
It was reported via legal documentation that a patient had an initial left knee total arthroplasty on (B)(6) 2015 and then approximately 7 years, 6 months later on (B)(6) 2022 the patient experienced an arthroscopic procedure. Arthroscopic procedure operative report of (B)(6) 2022- postoperative diagnosis ¿ debris synovitis status post left total knee replacement. Name of operation: 1. Arthroscopy 2. Debridement. 3. Removal scar tissue 4. Synovectomy left knee. The patient had significant debris synovitis. There was no loosening of the prosthesis, femur, tibia, or patella. No intraoperative complications. There were no radiographic or other images provided. There was no revision of devices. There is no other information available.

Manufacturer narrative:
H10. H6. Investigation results - tibial insert implanted (B)(6) 2015, insert manufactured date 04-aug-2014. The cause of the patient¿s synovitis and subsequent arthroscopic procedure cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. As noted in the operative report, there was no loosening of the prosthesis, femur, tibia, or patella, there was no revision of devices. These devices are used for treatment not diagnosis.